Event description:
It was reported that the patient presented to the hospital due to inappropriate therapies. Oversensing, high impedance, and lead fracture were also reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; full lead returned. Other: it was reported that the patient presented to the hospital due to inappropriate therapies. Oversensing, high impedance, and lead fracture were also reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient was reported to be stable following the procedure. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of, oversensing shock, inappropriate.